Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported elevated lactate dehydrogenase (ldh) could not conclusively be established through this evaluation. The reported elevations in pump power and estimated flow could not be confirmed through the submitted system controller log files; however, multiple pi events were observed. A specific cause for these events could not conclusively be determined. Pump parameters appeared to remain stable throughout both log files. No atypical alarms were captured and the pump operated above the low speed limit. The log files appeared to show the pump operating as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was admitted for possible transient ischemic attack (tia) several days before not reported until 11/17 and incidental finding of elevated ldh. Baseline ldh 324-371, and upon admission ldh=516. Anticoagulation regimen is warfarin and asa 81 mg daily. Treatment in response to elevated ldh, received head CT in ed with no intracranial hemorrhage ldh has been dropping since admission.

Manufacturer narrative:
Patient's age was requested but not yet provided. Device unique identifier (UDI) - device was manufactured prior to the UDI labeling implementation. Approximate age of device- 3 years and 8 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was recently hospitalized on an unspecified date for an elevated lactate dehydrogenase (ldh), which trended down. During a clinic visit on (B)(6) 2017, device interrogation revealed transient elevations in flow and power. The patient was reported to be asymptomatic. The manufacturer's technical service representative reviewed the submitted log file which contained data from (B)(6) 2017 through (B)(6) 2017 and observed multiple clusters of pulsatility index (pi) events throughout the three days of the log file. The powers were found to be within the normal parameters for the speed of 9600 rpm. There were no other unusual events seen within the log file. On (B)(6) 2017, the customer submitted an additional log file stating that the patient has had recent power and flow spikes and elevated ldh. The manufacturer's technical service representative reviewed the log file which contained data from (B)(6) 2017 through (B)(6) 2017 and observed a slight increase of power and flow but nothing major. The data showed multiple pi events that were occurring throughout the log file. Additional information regarding the patient¿s hospitalization for the elevated ldh was requested but not yet provided.